Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that the device rebooted unexpectedly with a device failure alarm two times while in use. No patient injury was reported.

Manufacturer narrative:
The device log files of the affected device were provided for the investigation. Log analysis revealed that both times a temporary deviation at a display element was detected by the safety system of the device and caused a software-controlled restart in order to restore a proper functionality, as specified for this kind of deviation. In this case, the pneumatic system opens which reduces airway pressure to ambient pressure and allows spontaneous breathing for the patient. This system-reset is combined with an audible and visible alarm of high priority. After approximately 12 seconds, the savina continues ventilation with the latest settings. The device behaved as specified and restarted in order to solve the display element deviation. The ventilation was continued after both restarts.

Event description:
Please refer to the initial report.